Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wheels were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the wheels on the unit were worn. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that the unit did not tip or fall and the caster did not detach from the unit. The initial MDR was not reportable.